Event description:
A person with diabetes reported an issue with their tslim x2 pump not charging properly. Initially, while using a wall charger, the charge level did not change from 60%, even with the charging indicator on. After receiving a warning that the pump could not be charged with the power source, attempts with additional power sources showed the same message until the charge level jumped to 100% on the third source. There was no adverse impact to the customer's blood glucose level. The individual requested advice on how to proceed due to the unusual behavior, as all the power sources had previously worked without issue.